Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower and cubie failed to open. A field service engineer found that the module controller had a blinking led for 5-2, which was not blinking for any other half-height module controller in the cabinet. The field service engineer unplugged the retractor cable from drawer 5-2. On boot, 5-1 was recognized and worked, replaced drawer controller. The field service engineer replaced drawer controller 5-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed hardware, requires maintenance. It was reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.